Manufacturer narrative:
A sample was not returned for analysis. A lot number was provided. Cut devices are caused by improper cuts from the web during manufacture, typically due to a dull blade or a system misalignment. This may also occur if the devices are sticking to the die, and in turn, being cut more than once. There are subsequent verification systems in place to detect related product defects. DHR file of lot code au012027 was reviewed, and no material was found rejected for miscut/cut devices during manufacture of this lot. The alleged metal shavings that were removed from the patient¿s eyes are not available for analysis or identification. Solventum will continue to monitor.

Event description:
It was reported that the surgeon found a metal shaving allegedly from a 3m¿ attest¿ steam chemical integrator on the patient's eye after placing a tonometer for a cataract case. The event happened again for a second case on the same day with the same surgeon. The metal shavings were safely removed by the surgeon in both cases and there were no injuries reported. No case-specific information was available upon follow-up.